Event description:
On 04/14/1999 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Post-deployment, upon removal of the tamper tube, the collagen came out of the puncture tract with the tamper tube. The collagen was re-tamped, but remained exposed. On 04/26/1999 it was reported that the pt was taken to surgery and the entire device was removed. Surgery found that the device was outside of the artery. The pt was noted to be without hematoma or bleeding. As of 05/24/99 there has been no further report to the MFR of complication or additional pt sequelae.